Event description:
During a routine phacoemulsification procedure the patient reportedly received a corneal burn. The wound required three sutures to close. The doctor reported that the handpiece was overheating.